Event description:
It was reported that the patient experienced ineffective therapy. X-ray confirmed lead migration. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein an attempt was made to reposition the lead. The physician was unable to reposition the lead at the desired location due to scar issue. As such, the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.